Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. Information was received from a user facility report stating: patient had just gone for a walk with the portable tlc ii driver and was doing fine. When patient returned to room and was connected to dual drive console (ddc), rvad rate was now in mid-50s (54-58) when it was previously 60s-70s, the estimated cardiac output also decreased from previously 4.3-4.7 and was now at 3.5-3.8. No tubings were kinked or damaged, the lever on the back was in neutral position, when patient was placed on the portable driver the rvad rate was 60s and cardiac output was at 4/4. Device usage problem: device malfunction ¿ that is, the device did not do what it was supposed to do. Information was also received from the intermacs registry stating: patient had sync alarms which was resolved by switching out ddc console. Patient tolerated changeout, no adverse events.

Manufacturer narrative:
Approximate age of device from the product ship date is 12 years. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.